Manufacturer narrative:
On (B)(6) 2020, during visual evaluation no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation was performed for the finished device 262428 number, and no non-conformance's were identified. Leak testing was performed, according with mentor procedure, and it revealed a tear, between valve and shell. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this 262428 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 262428 and is a concomitant device (contralateral). No adverse events were reported for this device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report on 1/27/2020. In section b, the "other serious" checkmark has been selected in place of "required intervention". The section h method code has also been updated in this supplemental report. The patient had cancelled their explantation originally scheduled for (B)(6)2020. If mentor receives additional information regarding how the patient chooses to proceed, a subsequent supplemental report will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 425cc mentor smooth round moderate profile saline breast implant (catalog number 3501670, lot number 262428, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with 425cc mentor smooth round moderate profile saline breast implants and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device is scheduled for explantation on (B)(6) 2020.

Manufacturer narrative:
On march 25, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, mentor received an update on the events submitted in the initial report. As a result of the patient's experience, the patient underwent bilateral explantation on (B)(6) 2020. In section b, the "required intervention" selection has been selected in place of "other serious". In section d7, the explantation date has been updated accordingly. In section h, the method/result/conclusion codes to reflect device return. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).